Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated alert 41 indicating an insulin shaft rewind error and an insulin absolute range error, which persisted after a restart and led to replacement of the device; the user was advised to initiate backup therapy and complete a new startup on the replacement device. Symptoms included hyperglycemia with glucose levels in the 300s for approximately three hours. Outcomes included the need for subcutaneous insulin via pen as backup therapy without medical intervention, assistance, or hospitalization. Investigation included review of device history and event verification. Investigation of this case revealed a malfunction related to the insulin delivery mechanism consistent with previously identified rewind and delivery range errors. It was concluded, based on established findings for similar reports, that the cause was device malfunction with mechanical failure of the insulin delivery component.